Event description:
It was reported that the pump flowed 12.2 ml/hr instead of 8 ml/hr.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. No sample was available for eval and investigation. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for the reported lot number. No determination could be made as to why the pump appeared to flow fast. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.